Event description:
It was reported that the left ventricular lead is not capturing the left ventricular but rather the right ventricular. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.